Event description:
It was reported that the lead was damaged during surgery. A replacement was required. The damage of the lead was noticed at the time of the stage 2 surgery while the extension and the implantable neurostimulator (ins) were being implanted. The lead was replaced on the date of this report. It was unknown what the patient's status at the time of this report was. It was unknown if the issue was resolved or what had caused the issue. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6)2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0njln, implanted: (B)(6) 2014, product type: lead. (B)(4).